Manufacturer narrative:
The ebox to inverter cable was replaced to fix the reported issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, the unit kept turning off and on. There was no reported patient involvement.